Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation olympus confirmed foreign material in the device, but the type of the material or root cause cannot be identified. Olympus was unable to confirm reprocessing steps were performed in accordance with the instructions for use. A definitive root cause cannot be determined. Additionally, no physical damage of the scope was confirmed where the foreign material remained. The subject events can be detected and prevented by implementation in accordance with the below IFU (instructions for use). Detection method is described in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Preventive measures are described in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited a whitish foreign material was found inside the air/water cylinder. There were no reports of patient involvement.